Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 22.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to halos and glare. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with zcboo 22.5 diopter iol. Reportedly, there was no patient injury and the patient is doing good post-operatively.no further information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search revealed no similar complaints were received for this production order number to date. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.